Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 28-oct-2020. During failure analysis, it was determined that the failure of components d14 and q1 on the main board of drc s/n (B)(6) caused the drc to become warm to touch. The failure of these two components on the main board of drc s/n (B)(6) could potentially have caused analyzer s/n (B)(6) (with rechargeable power pack) to become hot to touch when docked in the drc at the customer site. Analyzer s/n (B)(6) did not become hot when docked in a known-good drc during the evaluation. The cosmetic damage to analyzer s/n (B)(6) was caused by a drop. The cause of qc code 91 was determined to be damaged component r89 on the main board of analyzer s/n (B)(6) when the analyzer was dropped.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06/04/2020, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(4) was too hot to touch and there was damage to the case. There was no additional information at the time of this report. The customer stated that the analyzer was docked on I-stat downloader recharger drc-79334 and they found the analyzer hot to touch while in the docking station. Apoc has replaced the analyzer, downloader recharger drc-79334, alolng with the rechargeable battery at no charge to be returned for investigation as a complete unit. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.